Event description:
Baxter (B)(4) received a report that a 2 ml/hr infusor underinfused during patient use. A volume of 50 ml was infused over the course of 50 hours rather than 25 hours. This implies a 1 ml/hr flowrate, which is 50% of the expected flowrate. The device was filled with a solution of 1% lidocaine. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 50 ml of fluid in the reservoir. The reported condition of an overinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Flow was readily observed at the luer. The solution in the bladder was allowed to drain until emptied. An accuracy flow test was performed on the unit for 19.2 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate, basal = 1.83 ml/hr; calculated flow rate, bolus = 1.80 ml/hr; normalized flow rate, basal = 1.88 ml/hr, normalized flow rate, bolus = 1.85 ml/hr; specification range = 1.75 ? 2.25 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.